Event description:
Ous MDR - progressive increase of the impedance >3000 was noted. Initially this was detected by home monitoring on (B)(6) 2011 ("lv impedance out of range"). On (B)(6) 2011 "lv threshold safety margin below limit". At the first follow up, only an increase of impedance was detected. Afterwards, loss of capture was detected. The pt was called to a second follow up. Loss of sensing and loss of capture in the lv was seen. On (B)(6) 2011 the decision was made to turn off lv therapy (threshold not found >7.2v at 1.5ms, non-capture, no r waves detected and maintenance of high impedance) and a revision was scheduled. At the procedure the physician verified the follow setting: connection to generator ok. Measurement with a psa not possible, impedance >3000, no r wave detected, non capture at 10v. An attempt to reposition the lead with better numbers was not successful. The physician decided to explant this lead and then the parameters were ok.

Manufacturer narrative:
Ous MDR.